Event description:
Patient was undergoing awake bilateral deep brain stimulator placement. While trying to place the electrode the mayfield skull clamp slipped with the patient's head in it. The mayfield clamp was resecured and the case proceeded without further incident.